Event description:
A discordant high immulite 2000 intact parathyroid hormone (ipth) result was generated on one patient sample. The result was not reported to the physician and the same sample was repeated by the laboratory with lower results. There is no known report of treatment given or withheld based on the discordant ipth result.

Manufacturer narrative:
A siemens fse (field service engineer) was sent to the customer site to evaluate the immulite 2000 instrument. The fse determined the intact parathyroid hormone (ipth) sample was run in a microsample tube. The fse checked the dilution speed, replaced the sample probe, checked the sample pipette positions and tip / level sense operations. The cause of the discordant ipth result was determined to be unknown. The instrument is performing within specifications. No further evaluation of the device is required.